Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented with a pocket infection and was in an unstable condition. The physician explanted the entire system, including the implantable cardioverter-defibrillator (ICD), left ventricular (lv) lead, right atrial (ra) lead, right ventricular (rv) lead, and the old capped rv lead. A new ICD, along with ra, rv, and lv leads, was implanted on (B)(6) 2026.